Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient had not had any therapeutic relief since having the pump put in. Additionally, it was reported that the patient had a new catheter put in on (B)(6) 2017. It was noted the pain was in the patient's back due to a broken back and the patient's back had been hurting "a long time, for years". It was further clarified that the pump had never worked because the catheter broke, which was why they replaced the catheter. Further, it was stated that the catheter broke, however they did not know when, just that it was broken. No further complications were reported or anticipated.